Event description:
It was reported that there was noise and impedance out of range on the right ventricular (rv) lead. It was also reported that there was oversensing, high impedance and patient alert for lead failure predictor. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was fractured. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, and there was blood in/on the helix mechanism and sleevehead.